Event description:
The customer reported that the insulin pump alarmed failed battery test, weak battery, low battery and no delivery. Troubleshooting was done. Customer stated she had no delivery alarm and battery issues even though the batteries were new. Customer stated there was something wrong with the insulin pump. Customer declined to troubleshoot. Customer stated had blood glucose of 400 mg/dl and treated with injection. Customer stated that she cleared the alarm and got battery out limit alarm. Advised customer the insulin pump would be replaced. Advised to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
Insulin pump passed displacement test, operating currents, self test, off no power, a21 error test, basic occlusion, occlusion, prime/a33 and excessive no delivery test. No bad battery alarm, no failed battery alarm, no weak battery alarm and no unexpected low battery alarm noted. No excessive no delivery alarm noted. No cosmetic damage noted. (B)(4).